Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2004 and subsequently expired of (B)(6) 2004, after the use of the product.

Manufacturer narrative:
This is one event (death) of two events for the same patient involving two separate products; associated mdrs #1225714-2014-03640, 1225714-2014-03641, 1225714-2014-03642, and 1225714-2014-03643.